Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV set leaked from micro tear mid infusion. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.